Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values.review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The sensor re-link was successfully completed on november 15, 2025, after which the system entered a re-initialization phase and required additional calibrations. Post re-link monitoring demonstrated decreased variability and improved alignment between sensor glucose trends and blood glucose values. Escalation confirmed that the system was functioning within expectations and recommended continued use with routine calibrations. The user acknowledged the findings, confirmed ongoing system use with up-to-date data, and stated they would contact customer care if additional concerns arose. With no further issues identified, the complaint was closed. B4.date of this report 10 feb 2026. G3.date received by the manufacturer? 10 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.